Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. The hcp reported that the patient first started experiencing the device not functioning in (B)(6) of 2016. The hcp noted that the battery was depleted and symptoms were refractory to therapy now so the patient elected to not pursue exchange or explant. The hcp stated that the cause of the device not functioning was determined to be due to the depleted battery. The hcp noted that the patient started developing refractory symptoms 1 to 2 years prior to battery depletion despite reprogramming. The hcp stated that prior impedance evaluation and reprogramming were performed as troubleshooting related to the device not functioning.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation. It was reported that the patient required an MRI that was unrelated to the device. The hcp stated that she was told that the device is ¿not functioning¿ but has no more details and does not know what that means, or if it is related to the implant or the patient programmer. It was discussed that if it means the ins battery is depleted, the patient could have an MRI. The hcp stated they will research.